Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v041100, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient didn&#38176;feel stimulation and thought the therapy wasn't working. The implant wasn't working and the patient programmer wasn't working since (B)(6) 2015. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.